Event description:
Kimberly-clark received a report stating, "during a (B)(6), a suction swab came off in a patient's mouth." There was no reported patient injury. User filed medwatch was also received in addition to the complaint. Medwatch report number (B)(4). Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a supplemental report. The device from this reported event was returned to kimberly-clark for analysis. The foam swab is detached from the handle. The distal end of the suction handle was examined under magnification. There is visible evidence of adhesive and foam residue on the handle distal end. The investigation of this complaint is not complete at this time. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.